Manufacturer narrative:
Corrections/additional information provided: the specific dose of medication and bacteria discovered were inadvertently omitted from the initial MDR. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
The patient was treated with 1000mg of intraperitoneal fortaz and 1000mg of intraperitoneal vancomycin (frequencies and durations not reported) for the event.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with abdominal pain. Upon being diagnosed with peritonitis, the patient was treated with fortaz (dose, route, duration, and frequency not reported) and intraperitoneal vancomycin (dose, route, and duration not reported). The patient¿s peritoneal dialysis catheter was removed and the patient was transferred to hemodialysis. The patient was discharged from the hospital after five days and was continuing with in-center hemodialysis treatment. It was noted that the patient would be placed back on peritoneal dialysis therapy once they fully recovered from the peritonitis. The patient was currently recovering from the event. There were no samples available from the time of the incident. Additional information was requested but was unavailable.